Event description:
It was reported that at a device check pre-device replacement, the atrial lead had high impedance. The lead was checked for damage and was found to be intact. The patient does not require atrial pacing so the new device was programmed to a ventricular pacing mode and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.